Event description:
It was reported that (1) device was used during a laparoscopic sigma resection. It was reported by the affiliate that the tsb45 instrument staples were not completely formed at the open luman of the distal end. The pt was converted to an open procedure. Also had an extended incision and received medication.